Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed and did not open. The field service engineer (fse) confirmed that the customer had already recovered from the issue by securely closing the drawer all the way, which caused the message to disappear. The fse then verified that the refrigerator was operating correctly at the proper temperature and confirmed that all drawers were functioning properly. Additional testing was performed using the hardware test application (hta), and all tests passed, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager drawer failed to open. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.